Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed a persistent ¿restart 36¿/ ¿unable to proceed¿ alert consistent with an invalid hall sensor state, which recurred immediately after device restart despite multiple prior supply changes and a proposed dry run and full supply change. Symptoms included interruption of insulin delivery during alerts without reported adverse clinical effects. Outcomes included user monitoring and continued cgm use, with instructions provided for shutdown to prevent further alerts and for data syncing. Investigation included troubleshooting and education on supplies, dry run, full supply change, and device restart. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.